Event description:
Additional information reported indicated that the patient was tested for an allergy to the implantable neurostimulator. The testing came back negative and no allergen of relevance was found from the medical device. It was noted that there was no need for changes to the device or therapy. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# v124887, serial# implanted: (B)(6) 2008, explanted: product type lead product ID 3037, lot# serial# (B)(4), implanted: explanted: product type programmer. (B)(4).

Event description:
It was reported that the patient experienced a rash "all over her body." The rash had been present since 2008 or 2009, and it was not known if it was related to the implantable neurostimulator (ins), but the physician wanted to rule it out. It was noted that the patient had no therapy complaints and that the therapy worked well for her. Additional information was requested but was not available at the time of this report.